Manufacturer narrative:
(B)(4). Batch #: r92c15. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hysterectomy the harmonic blade broke during surgery. The broken piece was removed. Changed to a new probe and restarted the surgery. The surgery was delayed 20 minutes but it was completed successfully. There were no patient consequences.